Event description:
It was reported that non-physiological noise was seen on the secondary and alternate vectors of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that this patient is programmed to primary vector. Technical services recommended lead revision. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this electrode was explanted due to suspected conductor fracture causing episodes of noise. A new electrode was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified bubbles in the electrode body next to the sense b electrode. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas around the sense an electrode and high voltage conductor approximately 105 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may led to a fatigue fracture.

Event description:
It was reported that non-physiological noise was seen on the secondary and alternate vectors of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that this patient is programmed to primary vector. Technical services recommended lead revision. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this electrode was explanted due to suspected conductor fracture causing episodes of noise. A new electrode was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.